Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e2, e3, e4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 11 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, dark dull image on video system. There were no reports of patient harm. Additional details relating to the patient and the event have been requested, but no response has been received at this time. This medical device report (MDR) is being submitted to capture the reportable malfunction regarding the dark/dull image.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.